Event description:
The manufacturer received information alleging a ventilator was sounding a low oxygen alarm. The device was not in patient use. The device was returned to a third party service center and has yet to be evaluated. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Initially, it was reported that a ventilator was alarming for a "low oxygen" condition. The device was evaluated at a third party service center and the allegation was confirmed. The device was recalibrated to address the issue.